Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gynecological procedure, the needle fell out of the jaws of the device when suturing the vaginal cuff, despite being loaded correctly taking small bites of tissue. The needle was retrieved from the patient. The current patient status is okay.